Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: mallon zo, prentice ha, schlauch am, fasig bh, paxton ew, sadeghi c, okike k. Femoral neck system compared with 3 cannulated screws in the treatment of femoral neck fracture in patients aged 60 and older: a multicenter registry-based study. J bone joint surg am. 2025 may 7;107(9):958-967. Doi: 10.2106/jbjs.24.00781. Epub 2025 mar 28. Pmid: 40153479. Objective/methods/study data: the aim of this observational cohort study was to assess the all-cause revision risk with the use of the fns device compared with multiple cannulated screws in patients =60 years of age with a femoral neck fracture using registry data from a u.s. Healthcare system. Between 2017 to 2022, patients =60 years of age who underwent unilateral fixation of a femoral neck fracture were identified. The final study sample included a total of 2,038 repairs for a femoral neck fracture: 352 (122 male; with a mean age of 77.2 ± 9.2) repairs were treated with use of the fns and 1,686 (464 male; with a mean ag of 78.8 ± 9.5) repairs were treated with use of cannulated screws. There were 700 fixation procedures (270 with use of the fns and 430 with cannulated screws) performed by 72 surgeons who had used both devices. The device used for femoral neck fracture fixation was the treatment of interest: the femoral neck system (fns; depuy synthes) compared with 3 cannulated screws. Follow-up duration was within the first 2 years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes femoral neck system (fns). Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 21): 1 patient had arthritis. Revision. 2 patients had osteonecrosis. Revision. 3 patients had cutout/cut-through. Revision. 6 patients had fixation failure. Revision. 2 patients had fracture related to primary injury/surgery. Revision. -2 patients had fracture unrelated to primary injury/surgery. Revision. 3 patients had nonunion. Revision. 2 patients had pain. Revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.